Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 24.5 mmol/l at the time of incident. Customer had nausea. The customer was assisted with troubleshooting and did not wish for high blood glucose. Customer gave herself 6 units of insulin and her blood glucose had come down to 10 mmol/l however the sensor glucose was showing 17 mmol/l. Customer stated that they did used auto mode feature at time of high blood glucose event. Customer stated that this morning her sensor glucose was 6.5 mmol/l and blood glucose was 7.5 mmol/l, so she bloused to eat something and then had a snack. The insulin pump will not be returned for analysis.